Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. Due to an occluded vein all leads were extracted and replaced on the opposite side the following day. No further patient complications have been reported as a result of this event.